Event description:
It was reported that patient had an explant due to battery depletion but prior to the patient¿s off time was 60 min when it has been programed to 5 min off per the nurse. No additional relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. An open can measurement of the battery voltage confirmed that the battery was ¿depleted¿. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion. The device performed according to functional specifications and there was no abnormal performance or any other type of adverse condition was found with the generator. No additional relevant information has been received to date.